Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during insertion. The pacing catheter was inserted through a venous introducer and does not capture when the electrode is connected to the generator. The pacing catheter was exchanged to a new one that does this function.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis and the device passed functional testing therefore the reported complaint of no signal is not confirmed. The root cause of the complaint is undetermined. No further action required.

Event description:
It was reported that the event occurred during insertion. The pacing catheter was inserted through a venous introducer and does not capture when the electrode is connected to the generator. The pacing catheter was exchanged to a new one that does this function.